Manufacturer narrative:
The manufacturing records were reviewed and showed that all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was reported. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient complained about negative dysphotopsia post implant of the intraocular lens (iol) into the patient's left eye. The lens was explanted in a secondary procedure. No further information was provided.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. Intraocular lens (iol). All pertinent information available to abbott medical optics has been submitted. Placeholder